Event description:
It was reported to resmed that an astral device had an intermittent charging issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint due to loose internal fixing screw. The screw was tightened to resolve the charging issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).